Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post-implantation-increased gradients was confirmed through the provided medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary captures the root cause analysis for complaints evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result of patient/procedural factors. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. As reported, "approximately 1 year and 17 days post-implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is due to severe paravalvular leak and moderate bioprosthetic aortic valve stenosis." Per the medical record, the pre-intervention echo confirmed the severe pvl and demonstrated peak and mean transvalvular gradients of 57.3mmhg and 34mmhg. In addition, per the medical review, the patient has a history of diabetes mellitus (dm //) and hyperlipidemia. Diabetes and hyperlipidemia (atherosclerosis) are known factors that can increase the risk of valve calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis / increase gradient. In this case, available information suggests that patient factors (diabetes mellitus and, hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and/or procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Approximately 1 year and 17 days post-implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is due to severe paravalvular leak and moderate bioprosthetic aortic valve stenosis. Per medical record review, approximately 1 year and 1-month post-implantation of a 23mm s3u valve in the aortic position, the valve was explanted due to severe paravalvular leak (pvl) and moderate bioprosthetic aortic valve stenosis. The or transesophageal echocardiogram (tee) report from the pre-intervention echo confirmed the severe pvl and demonstrated peak and mean transvalvular gradients of 57.3mmhg and 34mmhg, respectively. However, there was no ava measurement to confirm the severity of the stenosis. The valve was explanted and a 23mm edwards surgical valve was implanted successfully.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve was not returned.